Event description:
It was reported that the user experienced major blood glucose fluctuations characterized by recurrent swings despite education on the 15 g every 15 minutes rule and multiple device resets, with transient improvement followed by recurrence; the device in use was the ilet and oral glucose was used for treatment. Symptoms included episodes of low glucose. Outcomes included troubleshooting and education with assignment for additional training. Investigation included review of available usage information and counseling on avoidance of overcorrection. Investigation of this case revealed an unclear cause for hypoglycemia with a pattern consistent with possible overcorrection contributing to a roller-coaster effect, though no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.